Event description:
(1/3, reference (B)(4) for related complaints) (documenting cassette 1) inbound. Patient called back with cadd legacy pump, serial number (B)(4), alarmed no disposable alarm with second prefilled remodulin cassette. Stated one cassette was discarded. After troubleshooting, was able to get second prefilled cassette working. Pump was not replaced. Prefilled cassette will ship 4/1/2022 to replace discarded cassette. Discarded cassette not available for return. No further details provided. No injury.